Manufacturer narrative:
(B)(4). Batch # m53078. The analysis results showed that one gst60d reload was received fully fired, with the pan detached from the cartridge. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a lobectomy procedure, the gold reload went to pieces after firing and removing out of instrument. No further information is available. Another like product was used to complete the procedure. There were no adverse consequences for the patient reported.